Manufacturer narrative:
Wendl, c. M., henkes, h., moreno, r. M., ganslandt, o., bäzner, h., <(>&<)> pérez, m. A. (2016). Direct carotid cavernous sinus fistulae: vessel reconstruction using flow-diverting implants. Clinical neuroradiology, 27(4), 493-501. Http://doi.org/10.1007/s00062-016-0511-6 the pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the provided information, there does not appear to have been any defect of the pipeline device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00185 2029214-2018-00186 2029214-2018-00187 2029214-2018-00188 2029214-2018-00189 2029214-2018-00190 2029214-2018-00191 2029214-2018-00192 2029214-2018-00193. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found report that a patient experienced parent artery occlusion after pipeline implantation. The purpose of this article was to evaluate the experience of using flow diverters (fd) for endovascular treatment of direct carotid-cavernous sinus fistulae (diccf). The authors retrospectively reviewed 14 patients (3 male, 11 female, median age 59 years) with 14 diccf who underwent treatment with fd alone, fd in combination with coils, or covered stents. The article states that fd placement was technically successful in all patients. In addition, the article states that there were no adverse events related to fd placement in any patient. Patient 1 (male, (B)(6)) was undergoing stent percutaneous transluminal angiography of cavernous, right internal carotid artery (I ca) stenosis that resulted in a diccf. During the same session, the diccf was treated with two coronary stents (another manufacturer) and four pipeline devices. Seven months post-procedure, follow-up digital subtraction angiography confirmed occlusion of the diccf and patency of the ica. Fifteen months post-procedure, the patient's dual-antiplatelet medical was interrupted by another physician . MRI performed at another institution a month later showed asymptomatic occlusion of the right ica. The patient's mrs was 0.